Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a constant alarm, "alarma pegada" was confirmed during product evaluation. The quality engineer later assigned failure code f-49 to be the as determined problem. This condition was caused by a malfunction in the real time clock. The settings were reconfigured to fix the reported condition.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a constant alarm, "alarma pegada"; this condition had the potential to interrupt delivery. This condition was found in the "med area" upon power up. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.